Event description:
Customer stated having difficulty downloading. Device base shows pins are melted together. It has brown discoloration on the plastic. A request was made for the return of the suspect device and replacement product was sent.